Event description:
Called to bedside to assess IV pumps alerting pressure increasing. Attempted to get blood return on PICC (peripherally inserted central catheter) line. No blood return noted. Md (doctor) notified. PICC line discontinued, clot noted at the end of the catheter. Event did not reach patient or did not cause harm.